Event description:
Air embolus to pt during infusion of fluids. Based on the info provided, there was no reported permanent injury to the pt.

Manufacturer narrative:
Customer has not yet returned the device involved in the event to the manufacturer for device eval. When and if the device involved in the incident becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.